Manufacturer narrative:
Findings: unit received with multiple missing horizontal line segments due to cracked zebra connector on lcd board. Cracked case at display window corners noted. Minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and severely stained end cap sticker. Moisture damage on all electronic assemblies noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracks around display window.